Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a stress issue was identified, resulting in component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer did not report a malfunction. During inspection of cysto-nephro videoscope, lifting of a-rubber adhesive and bending section cover was found. The most likely cause or probable cause of the reportable malfunction is a stress issue was identified, resulting in component failure. There was no patient involvement.